Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred and that the pump touch screen was unreadable. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 78 mg/dl.